Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered through monthly maude review that a patient has reported the following information: original surgery was a partial shoulder replacement in 2018. (Believed to be (B)(6) 2018 based on the maude report listing this date as event date.) Physical therapy began within two weeks of surgery and lasted until late 2018. Patient reported very good range of motion and strength with one exception. Patient could not sustain a direct load to shoulder. Condition appeared from the beginning and never improved. Patient noted in report that it is believed that this was the indicator that the glenoid component had dislodged very early on, within a month or less. Patient had a second surgery in 2018 (specific date not shown on maude report) to determine the cause of drainage from suture line in shoulder. The previous incision was completely reopened and probed to the capsule. Several suture abscesses were forming by the remaining vicryl suture that hadn't finished spitting. There was no evidence of sinus tract formation, deep space infection, or involvement of the joint capsule. Late 2018 topical abscess in suture line begins to form. Visited doctor twice in (B)(6) before surgery. Patient noted doctor was confused as to why the condition persisted after the complete cleaning from the previous surgery. Patient had a third surgery in 2018. No capsular infection/bacteria was found and a loose component was detected. Per patient maude report, at that time doctor stated he believed the component had loosened due to bacteria breaking the bond of the cement to the bone and/or the component. Per surgeon to patient this process takes a long time to occur. Patient report states the doctor later agreed that no bacteria was found or cultured from the capsule and because there was no wear on the component a failure was possible. Patient had a fourth surgery in 2019 for the removal of loose prosthetic and implanting of a medicated spacer due to protocol for possible capsular infection. No infection/bacteria was found. Infectious disease doctor in 2019 prescribed six weeks of twice a day antibiotic infusion (90 minutes each) for suspected infection/bacteria which was never found or confirmed. Fifth surgery was scheduled for 2019 for a reverse shoulder procedure. After visiting with the four doctors (first surgeon, physical therapists, infectious disease, and second surgeon) the component was discovered loose less that six months after implantation but after close review of the physical therapy documents by the doctor it was determined that the device had probably loosened soon after implantation. Report further notes that because the arthrosurface 8156-0032 has already been the subject of a recall by the FDA patient wanted to bring it to the FDA's attention. The maude site listed lot number of 10192707 that matches an arthrex ar-2325bcc, biocomposite swivelock 3.5 x 14.8 mm. There is no mention of this device in the actual report submitted from the patient. Patient report on the maude site also mentioned an arthroscope 8156-0032 which was the subject of a prior FDA recall. This is a non-arthrex product. Additional information received 5/31/2019: FDA medwatch letter (mw5086208) was received and contained the reporter/patient contact information. A request will be sent to the reporter to request additional information. Additional information received 6/5/19: per patient implant log an ar-2325bcc lot 10192707, bio-composite swivelock, was implanted (B)(6) 2018. All other devices non-arthrex. This anchor was explanted on (B)(6) 2019. Patient also stated in surgeon's report there was no mention of the arthrex product directly, just the removal of the glenoid component, the humeral head and central screw. The only identifier in the report was to the arthrosurface product. Medicated spacer was implanted and 3 months later removed and a reverse shoulder was implanted.